Event description:
The patient reported she was without stimulation for six months and could not establish communication between the ipg and the scs charging system. It was also reported the patient programmer displayed a communication error message. However, she declined. The patient may undergo surgical intervention at a later date as the next course of action.

Manufacturer narrative:
(B)(4). This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.